Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash/skin condition"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and coital bleeding ("bleeding after intercourse") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and metrorrhagia had resolved and the rash, fatigue, weight increased, gastrointestinal disorder and coital bleeding outcome was unknown. The reporter considered abdominal pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, metrorrhagia, pelvic pain, rash and weight increased to be related to essure. The reporter commented: previously reported date of insertion sep 2015 patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods), rash/skin condition, allergy, fatigue, weight gain and gi conditions diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case became incident. Event injury was updated to pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia (bleeding b/w periods), rash/skin condition, allergy, fatigue, weight gain, gi conditions and bleeding after intercourse. Date of implant updated. Date of explant added. Reporter information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('endometritis') in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2010 to 2011. Concurrent conditions included fibromyalgia since 2011, asthma since 2001, post-traumatic pain, depression, migraine, lupus erythematosus and urinary tract infection. Family history included breast cancer and menorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe)(B)(6)2017 to (B)(6)2018, medroxyprogesterone acetate (depo-provera)(B)(6)2015 to (B)(6)2015 and norethisterone (micronor)(B)(6)2015 to (B)(6)2015. In (B)(6)2015, the patient experienced acne ("facial acne"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy bleeding"), menstruation irregular ("irregular bleeding"), suprapubic pain ("suprapubic region") and ovulation pain ("mittelschmerz (ovulatory pain)"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced fatigue ("fatigue"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2016, the patient experienced coital bleeding ("bleeding after intercourse"). In (B)(6) 2017, the patient experienced cervicitis ("acute cervicitis"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal distension ("gi conditions"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, fatigue, weight increased, abdominal distension, menorrhagia, suprapubic pain and ovulation pain had resolved and the endometritis, acne, coital bleeding, vaginal haemorrhage, cervicitis, menstruation irregular, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, back pain, cervicitis, coital bleeding, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, menstruation irregular, metrorrhagia, ovulation pain, pelvic pain, suprapubic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported date of insertion (B)(6)2015. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metorhagia (bleeding b/w periods), rash/skin condition, allergy, fatigue, weight gain and gi conditions trailing coils in r tubal ostia 5 and trailing coils in l tubal ostia 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C22909) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2010 to 2011. Concurrent conditions included fibromyalgia since 2011, asthma since 2001, back pain, depression, migraine, lupus erythematosus and urinary tract infection. Family history included breast cancer and menorrhagia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) (B)(6) 2017 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) (B)(6) 2015 and norethisterone (micronor) (B)(6) 2015. In (B)(6) 2015, the patient experienced acne ("facial acne"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/heavy bleeding"), menstruation irregular ("irregular bleeding"), suprapubic pain ("suprapubic region") and ovulation pain ("mittelschmerz (ovulatory pain)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced coital bleeding ("bleeding after intercourse"). In (B)(6) 2017, the patient experienced cervicitis ("acute cervicitis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal distension ("gi conditions"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain") and endometritis ("endometritis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, fatigue, weight increased, abdominal distension, menorrhagia, suprapubic pain and ovulation pain had resolved and the acne, coital bleeding, vaginal haemorrhage, cervicitis, menstruation irregular, back pain, abdominal pain lower and endometritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, back pain, cervicitis, coital bleeding, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, menstruation irregular, metrorrhagia, ovulation pain, pelvic pain, suprapubic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported date of insertion (B)(6) 2015. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metorhagia (bleeding b/w periods), rash/skin condition, allergy, fatigue, weight gain and gi conditions trailing coils in r tubal ostia 5 and trailing coils in l tubal ostia 7. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, irregular menses, dyspareunia, suprapubic pain, mittelschmerz and cervicitis. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received. Lot number was added. Event rash/skin condition was updated to facial acne and gi conditions was updated to bloating. New events were added: abnormal bleeding (vaginal, menorrhagia), irregular bleeding, acute cervicitis, suprapubic region, endometrits, mittelschmerz (ovulatory pain) and back pain. Onset date of the events were added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pelvic pain, weight gain and bleeding after intercourse. Severity of event pelvic pain and abdominal pain were added. Outcome of the events were updated to recovered from unknown: fatigue and weight gain. Reporter information, medical history, concomitant, historical drug and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.